Event description:
It was reported that when preventative maintenance was being performed, it was discovered the connectors were "sticking". The biomed is planning on ordering replacement connectors and performing the repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.